Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Battery replaced with new one and the machine is handed over in good working condition.

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) no battery back up. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) no battery back up. There was no patient involvement reported.